Manufacturer narrative:
The tsh v2 reagent lot number used at the customer's laboratory and the expiration date was requested but not provided. The tsh v2 reagent lot number used at the investigation site's e 411 is 660341 with an expiration date of 31-aug-2023. The tsh v2 reagent lot number used at the investigation site's e 801 is 674689 with an expiration date of 29-feb-2024. The investigation excluded an interfering factor. The investigation determined that the small mathematical differences of the values and the recovery in relation to the reference ranges, generated with different assays from roche diagnostics and the competitors¿ methods is consistent with differences in the setups of the assays, the antibodies used, and differences of the standardization materials and procedures used. Product labeling states "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." From the information provided, a general reagent issue can most likely be excluded. The investigation did not identify a reagent problem. H3 other text : na.

Event description:
The initial reporter received questionable elecsys tsh v2 assay, elecsys ft4 IV assay, elecsys ft3 iii ver.2 assay results from four patient samples tested on the customer's cobas e 801 module with serial number (B)(6), the investigation site's e 411 with serial number (B)(6) and the investigation site's e 801 with serial number (B)(6). This medwatch is for the tsh v2 assay. Please refer to medwatch with a1 patient identifier: - (B)(6) for the ft3 iii v2 assay. - (B)(6) for the ft4 IV assay. The reporter was not able to provide the date of measurement at their site. The date the information was received was used as the date of the event. The initial results were reported outside of the laboratory. The physician asked for the patient samples to be rerun at the investigation site. Please refer to the attachment "(B)(6)" for the highlighted questionable results.